Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with vancomycin injection (1 gram, once in 4 days) and fortum injection (1 gram, once daily) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for the event and antibiotic treatment were discontinued (on an unknown date). At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital and has recovered from the event on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.